Manufacturer narrative:
Concomitant medical products: t510c29, tissue valve, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the procedure lab for right atrial (ra) lead revision and device replacement. It was identified that the ra lead was unable to capture at max output and lead impedance was high. Possible lead fracture was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.